Event description:
It was reported the device was used during a hartman's closure procedure. After firing the device, the surgeon noticed that the dounuts were not complete and the anastomosis appeared damaged on one side. The case was completed with another device with no patient consequence.